Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, without the product to examine, no determination can be made as to the probable cause for the reported discrepancy. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not provided. Based on the information available and the inspection criteria there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure using a perclose proglide device in the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be proficient in the use of the perclose proglide device. Though requested, additional information was not provided.